Manufacturer narrative:
Complaint conclusion: as reported, the sealant of an unknown 6/7f mynx control vascular closure device (vcd) was deployed inside the vessel. It was confirmed that the plug was deployed intravascularly by ultrasound. The patient had to be transported to the local hospital for surgery to remove the sealant. Hemostasis was achieved by manual compression. There was some calcium noted in the vessel on angiography prior to the deployment of the device. The mynx vcd used in an interventional procedure. The doctor's mynx training status was ¿taught how to deploy the device by a trained user.¿ other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot number was not provided. The reported ¿sealant inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, vessel characteristics (some calcium noted in the vessel) may have contributed to the intravascular deployment reported since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ without a lot number to conduct a phr review and without return of the product, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. H3 other text : device not returned.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of an unknown 6/7f mynx control vascular closure device (vcd) was deployed inside the vessel. It was confirmed that the plug was deployed intravascularly by ultrasound. The patient had to be transported to the local hospital for surgery to remove the sealant. Hemostasis was achieved by manual compression. There was some calcium noted in the vessel on angiography prior to the deployment of the device. The mynx vcd used in an interventional procedure. The doctor's mynx training status was taught how to deploy the device by a trained user. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.